Manufacturer narrative:
Reporter phone number - (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the device had a mechanical failure while being used on a patient with respiratory failure combined with respiratory acidosis and needed a non-invasive v60 ventilator to correct respiratory failure. The customer was concerned that continued use of the device with the alleged mechanical failure may cause it to shut down and affect the patient's normal use of the ventilator. There was no report of patient or user harm as a result of the reported event. Additional information regarding this reported event has been requested.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain patient information, elaboration on the device issue, confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened, and a supplemental report will be submitted.